Event description:
The customer reported that the system failed to properly take fluoroscopic images and save patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries and the interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.